Event description:
During procedure dr. (B)(6) utilized harrell unshealthed cytology brush (lot # 202303164) to attempt brushing of right lower lobe of lung. Upon withdrawal of disposable sheath, it was noted that the brush head was not attached. Dr. (B)(6) used fluoroscopy to locate brush and removed with biopsy forceps. Brush head appeared intact. All brushes with this lot number were removed from room and stock at this time.